Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported scale print is lighter than usual. She stated that she is unable to read the 1/2 unit markings. Consumer also reported needles dull. Consumer does not re-use. Packaging was discarded, lot and product #s are not available. Consumer stated that she is using veo syringes. Lot #: unknown catalog #: unknown date of event: unknown samples: discarded.